Event description:
The event occurred on an unspecified date and involved a 46 cm (18") pur transfer set w/chemolock¿ additive port, check valve w/luer lock, filter cap where it was reported that the customer cannot perform infusion with 011-cl3954 as the solution does not pass the extension line, and patients do not receive the desired dose (it either stops dripping through the extension line, or they need to prime the line again a few times but it also might not help). It was stated that the problem occurred with the product almost every time. The product was stored in the facility according to rules, room temperature and dry room. There were no cuts, holes or defects noted on the product. There was no unprotected chemo exposure, and no chemo came into contact with the patient or health care provider. There was patient involvement, but no patient harm reported, however, the patient did not receive the whole treatment.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.